Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material was organic silicone. The silicone could be originated from anti-foaming agent, or the like. The material may have remained due to insufficient cleaning which led to clogging of the nozzle. However, the customer confirmed that reprocessing was conducted properly. Therefore, the definitive root cause was unable to be determined. The event can be prevented by following the instructions for use (IFU): operation manual chapter 3 preparation and inspection 3.8 inspection of the endoscopic system. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, the gastrointestinal videoscope exhibited foreign object in the nozzle. There were no reports of patient involvement.